Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient underwent heartmate 3 implant via left thoracotomy. The patient was closed and the sterile field was about to be broken when it was noted that there were low flow alarms and flows had decreased from approximately 3.5-4 lpm to 2.0-2.4 lpm. After careful evaluation and echocardiogram review the patient was reopened. The patient was closed and left operating room at 5200 rpm, 3.8 lpm, 3.5 watts, and pulsatility index of 3.7. When connecting a new back-up controller to battery power to charge the internal back-up battery, it was noted that a controller fault advisory alarm was active. The batteries were disconnected, reconnected, and a self-test was preformed but alarm was still active. The controller was exchanged and the alarms resolved. Related manufacturer's reference number for the pump: 2916596-2022-11285.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a controller internal fault alarm was confirmed via the log file review. The log file spanned approximately 4 hours (B)(6) 2022 from 12:59 to 17:09 a per the timestamp). The controller underwent a processor reset and subsequently activated a controller internal fault starting on (B)(6) 2022 at 14:22. The alarm activated due to an open power a and b fuse open fault, broken power a and b fault and a communication a and b fault. This is likely as a result of the driveline being cut during the pump explant procedure. The controller underwent the shut down process on (B)(6) 2022 14:22 and was briefly reconnected to a power source on (B)(6) 2022 at 17:05. The controller internal fault alarm continued to activate while the controller was connected to a power source. No other notable alarm was observed. Initial inspection of the returned hm3 system controller, serial (B)(6) revealed a replace system controller alarm on the system monitor. Further troubleshooting revealed damaged fuses which were replaced resolving the issue. The testing for the controller continued. The controller was functionally tested and passed all steps without any issue. The controller operated on a mock circulatory loop for an extended period of time without producing any alarms. A root cause of the reported event was determined to be damaged fuses; however, a root cause of the damaged fuses cannot be determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate iii instructions for use section 7-¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot alarms including controller internal fault alarm and replace system controller. No further information was provided. The manufacturer is closing the file on this event.